Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that, when the device was set to 200j, the actual measured value was about 180j. There was no reported patient involvement.

Manufacturer narrative:
Results of functional testing indicate that the philips field service engineer confirmed that the output is 182j with an energy checker of 200j. It was also confirmed that the capacitor capacity is 92.1 f. The following functional tests were performed: defibrillator analyzer and electrical safety test. The reported problem was confirmed. Available details indicate that the customer had initially accepted the quote for replacement parts (capacitor, therapy pca, and processor pca), but later contacted philips requesting the repairs be cancelled. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined due to the customer canceling the repair. The investigation concludes that no further action is required at this time.